Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the fetal spiral electrodes caused serious lesions to patients. Medical staff's referring to lesions which required surgical treatments and are reporting a removal difficulty. The device was in use on a patient. There was patient harm reported.

Event description:
It was reported that the fetal spiral electrodes caused serious lesions to patients. Medical staff's referring to lesions which required surgical treatments and are reporting a removal difficulty. The device was in use on a patient. There was patient harm reported. During the last stage of labor, an electrode was applied through fetal scalp to record the fetal heartbeat. At birth, moment when with a simple electrode¿s rotation this should have been removed, they realized electrode penetrated abnormally and potentially in a dangerous way into newborn¿s scalp (potential risk of meningeal puncture). Electrode has been placed at 7:40am and newborn was born at 8:05am for a total of 25 mins¿ application. Incident required scalp incision to remove device and subsequentially sutures¿ application. After fetal scalp electrode¿s surgical removal, patient received antibiotic therapy ev with ampicillin and netylmycin for 5 days and was discharged on (B)(6) 2022. Wound, during discharge, was already healing. On (B)(6) 2022 during an outpatient checkup, head injury appeared dry without edema and without erythema. Solution was electrode removal through surgical incision. Part wasn¿t replaced nor credit has been dispensed.

Manufacturer narrative:
Visual inspection of the device found that the medical facility was using a device that facilities had been notified to cease use in december 2022. This issue has been addressed with the manufacturer. The cause of the reported problem was the extraction of the electrode that left a lesion on the patient. The customer stated that the device was removed through a surgical incision and the newborn received sutures to repair the lesion. It was confirmed that the patient¿s lesion was already showing signs of healing upon discharge from the facility.